Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient was sleeping when it happened and her son had to check her and found her passed out because her blood glucose went extremely low because there was too much insulin pumped due to her dexcom reading being higher than it actually is. Patient is unable to provide more information at the time since she has to leave in a few minutes. Diligence follow up attempts were documented as unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.